Event description:
Boston scientific received information that the patient with this device system was pacer dependent. Once the pocket was closed following a routine device upgrade procedure, noise was observed on the right ventricular (rv) lead, resulting in pauses in pacing greater than two seconds. The noise appeared as though the leads may have been rubbing together internally. The device began to charge, however, therapy was diverted through programming into electrocautery protection. Reprogramming around the noise was unsuccessful. A revision procedure was performed and the rv lead was repositioned to where it could not touch the two chronic brady leads. Upon pre-discharge check, two episodes stored as ventricular fibrillation (vf) were observed, causing short pauses in pacing. The rv automatic gain control (agc) was programmed to 1.5mv overnight, but the noise remained oversensed. A revision procedure was performed and the rv lead was explanted and replaced. Oversensing and no capture was observed and was variable at 7.5v at 2ms. A revision procedure was performed and the device was ultimately explanted and replaced. No adverse patient effects were reported during the procedures. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the df-4 right ventricular (rv) seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the field allegation of noise and oversensing. The observed noise is consistent with that which could result from a breached seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.